Event description:
It was reported that during the procedure the trocar became twisted and then broke in the patient's vertebrae. They tried to remove it by enlarging the approach but were unable to remove it.